Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed.  The reported problem (unable to undergo incoming functionality testing) was confirmed.  Upon investigation the monitor failed incoming testing due to a driven ground relay failure. The cause for the failure was contamination to components c911, c913, c915, l1, and j1000 on the monitor pca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functionality testing.